Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros bhcg ii result was obtained from a single patient sample on a vitros 5600 integrated system. An assignable cause could not be determined. No vitros bhcg reagent performance issues are indicated based on the historical bhcg quality control data. Pre-analytical sample processing could not be ruled out as a contributing factor, as the tsc was unable to confirm if the customer was adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There was no indication that the vitros 5600 system had malfunctioned; however, since no within-run precision testing was performed to assess instrument performance, an instrument issue cannot be entirely ruled out.

Event description:
The customer complained that a non-reproducible, higher than expected vitros bhcg ii result was obtained from a single patient sample on a vitros 5600 integrated system. Vitros hcg result = 12.87 miu/ml verses expected result <2.39miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros &#61955;g result was reported outside of the laboratory and a corrected report was later issued. There is no allegation of patient harm as a result of this event. (B)(4).